Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide a description of the event, symptoms, and manifestation of the reaction. Patient manifested an allergic reaction 2-3 days post surgery were the oral and topical steroid prescription strength? Please specify? Topical steroids were any cultures taken? Results? N/a. Please describe how the adhesive was applied. As per the IFU. How was the wound cleaned and dried prior to prineo application? The wound was thoroughly cleaned with sterile water. What prep was used prior to, during or after adhesive use? Prior to adhesive use, but wound was thoroughly cleaned with sterile water prior to prineo application. Was a dressing placed over the incision? If so, what type of cover dressing was used? No. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth, bmi? Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Please provided an update of the patient¿s current status. Wound is healing what is the physician¿s opinion as to the etiology of or contributing factors to this event? Does not want to use prineo again.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ what is the procedure name? Tha ¿ what is the procedure date? Sept. 15th ¿ what date did the reaction occur on? Day 3 post op ¿ what does the reaction look like and how large of an area does the reaction cover? See pictures attached ¿ pa provided 2 photos on sept.22 via text stating he was going to see patient in his office one week out from surgery. Then provided additional photos sept 24 ¿ do you have any pictures of the reaction? Yes ¿ photos have been attached ¿ in addition to product removal, was there any medical or surgical intervention performed (re-operation; re-closure; prescription medication)? If so, please specify. Not to my knowledge ¿ pa has not advised me of anything ¿ if medication was required, please clarify if it was prescription strength. Oral and topical steroids along with benadryl ¿ can you identify the lot number of the product that was used? No ¿ what is the most current patient status? Patient is stable. Superior part of the incision has drainage and still irritated. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No ¿ first orthopedic surgery. Only other surgical procedure was a c-section attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide a description of the event, symptoms, and manifestation of the reaction. Were the oral and topical steroid prescription strength? Please specify? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)?. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Please provide an update of the patient¿s current status. What is the physician¿s opinion as to the etiology of or contributing factors to this event?.

Event description:
It was reported that a patient underwent a tha procedure on (B)(6) 2025 and topical skin adhesive was used. The patient had an allergic reaction 5 days after the surgery. Product was removed today in the office at a follow up visit. Additional information was requested.